Event description:
The customer alleged the 840 ventilator stopped cycling while in use on a patient. There was no patient harm or injuy associated with this event. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event, although he could verify an error code in memory that substantiates the customer's claim. The unit passed extended self testing. No parts were replaced.